Manufacturer narrative:
The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 6.2 centimeters from the terminal end. Visual examination identified a benign crack and sharp curves in the electrode body in the regions approximately 8 and 9 centimeters (cm) from the terminal pin . An x-ray of the electrode confirmed the inner conductor coil was fractured in the curvature area. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate shock codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an atrial fibrillation (af) episode due to high amplitude noise and wandering baseline. This system was noted to have delivered an inappropriate shock due to oversensing of noise while the patient was cooking. The suspected cause was attributed to electrode impairment. The system was then reprogrammed to the primary vector to mitigate the risk of inappropriate therapy. The s-ICD system was subsequently explanted and replaced the following day. During explant, the electrode encountered some difficulty during removal, however, was able to be successfully removed. After explant, there was no visual indication of electrode fracture. This system is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an atrial fibrillation (af) episode due to high amplitude noise and wandering baseline. This system was noted to have delivered an inappropriate shock due to oversensing of noise while the patient was cooking. The suspected cause was attributed to electrode impairment. The system was then reprogrammed to the primary vector to mitigate the risk of inappropriate therapy. The s-ICD system was subsequently explanted and replaced the following day. During explant, the electrode encountered some difficulty during removal, however, was able to be successfully removed. After explant, there was no visual indication of electrode fracture. This system is expected to be returned for analysis. No additional adverse patient effects were reported.